Event description:
On 7/5/97, pre-hospital personnel attempted resuscitation of a pt in full arrest. The monitor/defibrillator displayed svt through combination monitor/defib pads and using the "paddles" lead position. The pt was treated accordingly with numerous countershocks applied. The pt was pulseless but the displayed rhythm continued. The pt was then monitored using 4-lead cable in "lead ii". Asystole was displayed. Another monitor/defibrillator was applied and also displayed asystole. The pt was not resuscitated. The original monitor continued to display the svt waveform for a short time after being removed from the pt. The suspect monitor as well as those identical to it were removed from service and the MFR service rep was notified. On 7/9/97 the (msr) discovered a broken interconnect wire harness and broken stand-off posts (an internal case component). The six remaining units were likewise checked; four of them were found to have broken stand-off posts. The msr repaired one of those units and sent the remaining three to the MFR for evaluation.